Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -6.00/4.0/024 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2023. Excessive vault and refractive surprise was observed. The lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: h6-device code 1494: off-label use: pre-existing keratoconus; previous corneal or refractive surgery. Claim#(B)(4).